Event description:
Customer states the implant has not been absorbed into the pt after 3 years and this caused the pt tissue inflammation. Pt underwent a second surgery.

Event description:
Customer states the implant has not absorbed into the patient after 3 years and this caused the patient issue inflammation. Patient underwent a second surgery for implant removal. Information received from foreign source indicates the implant was used after its expiration date. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. The implant appears to be in good condition with only slight damage at the head where the implant was reomved. Molecular weight testing was performed and it determined the implant underwent significant degradation. The customer's complaint was not confirmed. The cuase of the patient's inflammation was not determined. Patient sensitivity to the material being implanted should always be considered prior to the procedure. Dfu states in the contraindications sections: "foreign body sensitivity. Where materal sensitivity is suspected, appropriate test should be made and sensitivity ruled out prior to implantation."